Manufacturer narrative:
This case was reported via regulatory authority ansm - heath authorities in (B)(4) (reference number: (B)(4)) on 21-mar-2017 and was forwarded to bayer on 23-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain on right on palpation and when I lie down on right side") in a female patient who received essure (batch no. C26962). The occurrence of additional non-serious events is detailed below. In 2015, the patient started essure. In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("abundant bleeding during menstrual periods"), dysmenorrhoea ("lower back pain during menstrual periods"), apathy ("I have to force myself to do things. I have no desire for anything anymore"), fatigue ("chronic fatigue all the time"), poor quality sleep ("restless sleep"), libido decreased ("reduced libido/libido zero"), flatulence ("constant gas"), abdominal distension ("abdominal bloating"), gastrointestinal motility disorder ("alternating constipation and diarrhoea"), nausea ("urge to vomit resulting in a burp"), eructation ("urge to vomit resulting in a burp"), speech disorder ("speech disturbances"), amnesia ("memory loss"), night sweats ("night sweats"), feeling cold ("feeling cold in an instant, feet and hands"), arthropathy ("joints that crack in the back, shoulders and neck"), anxiety ("anxiety"), aphasia ("sometimes I have trouble finding words / when I write I mix up letters") and visual impairment ("visual disturbances"). On an unknown date, the patient experienced back pain ("back pain") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with spasfon and surgery (steps are underway for removal). At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, back pain, apathy, fatigue, poor quality sleep, libido decreased, flatulence, abdominal distension, gastrointestinal motility disorder, nausea, eructation, irritable bowel syndrome, speech disorder, amnesia, night sweats, feeling cold, arthropathy, anxiety, aphasia and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, menorrhagia, dysmenorrhoea, back pain, apathy, fatigue, poor quality sleep, libido decreased, flatulence, abdominal distension, gastrointestinal motility disorder, nausea, eructation, irritable bowel syndrome, speech disorder, amnesia, night sweats, feeling cold, arthropathy, anxiety, aphasia and visual impairment with essure. The reporter commented: a few months after placement of essure inserts, chronic fatigue set in with restless sleep and reduced libido. Steps are underway for removal. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: colonoscopy result was irritable bowel syndrome. On an unknown date: gynaecological examination result was normal at annual check. Allergy tests for metals in essure are ongoing with an allergy specialist. Gastroenterologist: colonoscopy and gastroscopy with diagnosis of irritable bowel syndrome and prescription of treatment with spasfon, but patient not convinced. Pneumologist: testing for sleep apnoea, hooked up all night and diagnosis no abnormality detected. Three blood tests on multiple parameters: sedimentation rate, blood biochemistry, bilirubin, potassium, calcium, protein, enzymes, hormones, tissue markers, vitamins etc. Blood tests for iron deficiency anemia, vitamin d etc. As well as thyroid disorder with no results. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-may-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number c26962 (production date 26-feb-2014, expiration date 28-feb-2017). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced lower abdominal pain on right at palpation and when lying down on right side. At time of report the consumer had opted for device removal. The event, serious due to medical significance, is anticipated in the reference safety information of essure. Abdominal, pelvic and uncharacterized can occur after the insertion or during the use of essure. In this particular case, numerous medical consultations (including at the gynecologist) had proven negative, whereas a diagnosis of irritable bowel syndrome was mentioned. In the lack of a proven alternative explanation, however, a causality of essure for abdominal pain cannot be totally excluded (related). Numerous non-serious events of generalized or gastrointestinal nature were also reported. The case was classified as incident because of planned device removal. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Active follow-up will not be pursued in this ha case.

Event description:
This case was reported via (B)(6) - heath authorities in (B)(6) ((B)(4)) on 21-mar-2017 and was forwarded to bayer on 23-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain on right on palpation and when I lie down on right side") in a female patient who received essure (batch no. C26962). The occurrence of additional non-serious events is detailed below. In 2015, the patient started essure. In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("abundant bleeding during menstrual periods"), dysmenorrhoea ("lower back pain during menstrual periods"), apathy ("I have to force myself to do things. I have no desire for anything anymore"), fatigue ("chronic fatigue all the time"), poor quality sleep ("restless sleep"), libido decreased ("reduced libido/libido zero"), flatulence ("constant gas"), abdominal distension ("abdominal bloating"), gastrointestinal motility disorder ("alternating constipation and diarrhoea"), nausea ("urge to vomit resulting in a burp"), eructation ("urge to vomit resulting in a burp"), speech disorder ("speech disturbances"), amnesia ("memory loss"), night sweats ("night sweats"), feeling cold ("feeling cold in an instant, feet and hands"), arthropathy ("joints that crack in the back, shoulders and neck"), anxiety ("anxiety"), aphasia ("sometimes I have trouble finding words / when I write I mix up letters") and visual impairment ("visual disturbances"). On an unknown date, the patient experienced back pain ("back pain") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with spasfon and surgery (steps are underway for removal). At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, back pain, apathy, fatigue, poor quality sleep, libido decreased, flatulence, abdominal distension, gastrointestinal motility disorder, nausea, eructation, irritable bowel syndrome, speech disorder, amnesia, night sweats, feeling cold, arthropathy, anxiety, aphasia and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, menorrhagia, dysmenorrhoea, back pain, apathy, fatigue, poor quality sleep, libido decreased, flatulence, abdominal distension, gastrointestinal motility disorder, nausea, eructation, irritable bowel syndrome, speech disorder, amnesia, night sweats, feeling cold, arthropathy, anxiety, aphasia and visual impairment with essure. The reporter commented: a few months after placement of essure inserts, chronic fatigue set in with restless sleep and reduced libido. Steps are underway for removal. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: colonoscopy result was irritable bowel syndrome. On an unknown date: gynaecological examination result was normal at annual check. Allergy tests for metals in essure are ongoing with an allergy specialist. Gastroenterologist: colonoscopy and gastroscopy with diagnosis of irritable bowel syndrome and prescription of treatment with spasfon, but patient not convinced. Pneumologist: testing for sleep apnoea, hooked up all night and diagnosis no abnormality detected. Three blood tests on multiple parameters: sedimentation rate, blood biochemistry, bilirubin, potassium, calcium, protein, enzymes, hormones, tissue markers, vitamins etc. Blood tests for iron deficiency anemia, vitamin d etc. As well as thyroid disorder with no results. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced lower abdominal pain on right at palpation and when lying down on right side. At time of report the consumer had opted for device removal. The event, serious due to medical significance, is anticipated in the reference safety information of essure. Abdominal, pelvic and uncharacterized can occur after the insertion or during the use of essure. In this particular case, numerous medical consultations (including at the gynecologist) had proven negative, whereas a diagnosis of irritable bowel syndrome was mentioned. In the lack of a proven alternative explanation, however, a causality of essure for abdominal pain cannot be totally excluded (related). Numerous non-serious events of generalized or gastrointestinal nature were also reported. The case was classified as incident because of planned device removal. A product technical analysis is expected. Active follow-up will not be pursued in this ha case.